Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was returned with a reload attached and the firing knobs were advanced. The articulation lever was in neutral position. During functional testing, after the reload was removed, the instrument was successfully loaded with an reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. Sheared teeth were visible on the firing rack. It was reported that it was difficult to retract the knife blade, the instrument made strange noise, and the instrument locked on tissue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The sheared teeth on the firing rack may occur when firing over tissue that is beyond the recommended thickness range, firing with an obstacle incorporated in the jaws, and attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a vats (video-assisted thoracoscopic surgery) procedure involving transection of lung tissue, the handle made a strange or "cracking" sound. The jaws of the two reloads could not be opened, and the instrument could not be retracted. To resolve the situation, a new stapler and black reload were used to cut parallel and remove the stapler. The user was required to staple higher up on the lung tissue than originally intended.

Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p5d1066); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p5d1060) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a vats (video-assisted thoracoscopic surgery) procedure involving transection of lung tissue, the user closed the jaws and fired it fired 3/4 of the reload and on the fourth squeeze it cracked. The jaws of the two reloads could not be opened, and the instrument could not be retracted. To resolve the situation, a new stapler and black reload were used to cut parallel and remove the stapler. The user was required to staple higher up on the lung tissue than originally intended.